Event description:
It was reported via maude report # (B)(4), a patient was implanted with three screws in the left foot on (B)(6) 2011 for treatment of lisfranc injury. The patient experienced pain and a broken screw was identified on (B)(6) 2012. Surgeon removed all three screws. One of the three screws was fractured during removal. The tips of both screws were left in the patient. Fracture union was optimal. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Add'l pro code: dzl. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the sample was not received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date is unknown as it is unknown when the patients pain started. Previously incorrectly reported.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 3/9/12.

Event description:
This is report 2 of 2 for complaint (B)(4).